Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked stopper with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tube there was a stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "one tube had the closure in the wrong position. This can cause problems with instruments."